Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a workmanship issue during the manufacturing process. During the grip return spring assembly process an improperly or partially installed spring could lead to a mechanism failure causing limited motion of the jaws. This issue can be resolved by using an alternate accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws did not open and close properly. Failure analysis found the vse instrument failed initialization to be related to the customer reported complaint. For clarification the instrument was found to have failed during initialization based on log review and during in-house testing. Review of the logs verified ten vse instrument failed during homing on usm2. There was no dislodged knife observed. No debris was observed on the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument could no longer be activated. The customer completed the procedure. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move or work after being connected. There were no errors displayed and no audible signals issued. There was no tissue change and no tissue severed. There was no bleeding observed.